Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was reported on this lv lead. The patient was hospitalized and the pocket opened to examine the lead. Stimulation vector was reprogrammed and the lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that blood was found in the dipole connector. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.